Event description:
Customer reported that an acute care resident had a skin tear that needed 37 stitches allegedly caused by an exposed opening on an bed frame. Customer declined to provide patient details. We are sending replacement plastic end caps to cover the opening. We reporting with the information provided out of abundance of caution.